Event description:
It was reported that after an arthroscopic shoulder procedure using a super turbovac 90 icw wand, when the surgical drapes were removed it was discovered that the patient had sustained a small burn/blister on the right upper arm. The surgeon prescribed flamazine and a wound dressing as treatment for the burn. No further patient complications were reported as a result of this event.